Manufacturer narrative:
The reported events of separation failure, dislodgment, premature separation and connection problem were not confirmed. Visual inspection of the device found no anomaly on the inner or outer helix; the helix lengths were within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker would not release from the delivery catheter after fixation. Resistance was felt while trying to activate long tether mode. The device was attempted to be re-docked for re-positioning, however, while attempting to do so there was resistance and it then spontaneously separated from the catheter. Immediately after, the device dislodged from the heart's tissue staying in the atrium. The device was successfully retrieved, and a new one was implanted. There were no patient consequences.